Event description:
4fr groshong PICC line placed in left cephalic vein without difficulty. PICC line flushed easily, could not get blood return on aspiration. Chest x-ray done, line in proper position. Bard access was called without resolve. PICC line was removed and found to have a defective aspiration port. Biomed was contacted to initiate FDA form. A second 4fr groshong PICC line was inserted via the basilic vein. Position confirmed by x-ray. New PICC line in proper working order.